Event description:
It was reported that prior to starting a da vinci si surgical procedure, the maryland bipolar forcep's cable were frayed.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted when failure analysis is conducted. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported frayed cable were to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch up cable was frayed at the distal clevis hub. Frayed strand stuck out at the wrist. The conductor wire was still intact and undamaged. Other cables at wrist were not damaged. No other damage found.